Event description:
It was reported that this inflatable penile prosthesis (ipp) showed malfunction during both inflation and deflation due to the pump could not be compressed. The ipp was explanted. There were no patient complications reported.

Manufacturer narrative:
B1 approximated. D4 unique identifier (UDI) for reservoir: (B)(4).